Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no transmitter end of life alerts. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. The share log was reviewed and could not confirm the complaint. Confirmation of the complaint is not confirmed the probable cause could not be determined via product. No injury or medical intervention was reported.